Event description:
Reportedly the pump was in use for pca on a post-operative knee arthroscopy pt that had also had an epidural. This pt had been given duramorph via epidural. The pt was given a loading dose of 4mg at 3:48pm and had rec'd a total dose of 6mg. The pt went into respiratory arrest at 3:50pm and was given 2 amps of narcan and was sent to ICU for observation. The remainder of the pt's recovery was uneventful.